Event description:
Coil stretched. This pt was undergoing coil embolization within the aneurysm; three micrus presidio coils were placed. During placing the fourth orbit coil in the aneurysm, the coil prematurely stretched. No resistance was felt while advancing the fourth coil into the echelon 10 microcatheter. The coil was partially inside the aneurysm when the physician noted, there was no one to one relationship. The coil was not repositioned. The coil did not prematurely detach, it stretched. There was no report of pt injury.

Manufacturer narrative:
The product is to be returned for evaluation and testing. Please note additional info will be submitted within 30 days upon receipt.